Event description:
It was reported that the patient had been hospitalized with hypoglycemia on or about (B)(6) 2026. The patient could not remember the exact details regarding the date they were hospitalized. The patient stated the length of stay was 1 day. The patient's blood glucose levels declined to 27 mg/dl while wearing the pod between 4 and 24 hours on the arm. Symptoms reported include confusion and loss of sense. The patient was treated with intravenous fluids and the patient also had juice and a soda. The pod was removed at the hospital and discarded. The patient was released the following day on or about (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.